Manufacturer narrative:
The returned defibrillator was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this defibrillator had 3 years of longevity on sep-2019, then on (B)(6) 2019 the device started to beep as explant indicator was satisfied. Device was suspected to be functioning like a code 1003. This device was already explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this defibrillator had 3 years of longevity on (B)(6) 2019, then on (B)(6) 2019 the device started to beep as explant indicator was satisfied. Device was suspected to be functioning like a code 1003. This device was already explanted and replaced. No additional adverse patient effects were reported.